Event description:
It was reported the catheter was placed into the pt without incident. During a continuous infusion of orange vitamins (flow approx 2l/24h), the nurse performed a blood test on the second lumen. The color of the "venous" return on this second lumen as the same of the color of the infusion. There was a probable communication between the two lumens. That was confirmed by an injection under radio control. The catheter was removed and another catheter was inserted at the same insertion site requiring interruption of the infusion. This occurred in the intensive care unit. The catheter was placed on (B)(6) 2013 and the incident occurred on (B)(6) 2013. They do not know if there was a delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.